Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device unexpectedly resets. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center verified the device was unexpectedly resetting. The cause of the reported issue could not be determined. The device was retained by stryker.